Manufacturer narrative:
Continuation of d10: product ID: d-evprop2329us; product lot number 0011023209; product type: catheter delivery system; implant date na; explant date na product ID l-evprop2329us; product lot number 0010994045; product type: compression loading system; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure the valve was recaptured one time due to a high position. The valve was successfully implanted. Following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified a left bundle branch block (lbbb). The day following the valve implant the wide qrs complex and lbbb resolved. As reported, the patient had a pre-existing permanent pacemaker. As result, medication was continued once discharged. An echocardiogram identified a possible small pericardial effusion. However, this was reported as potential similar to the echo-dense fluid and/or fat as seen on the previous study. A blood test and chest x-rays were performed one day following the valve implant. The blood test showed a b-type natriuretic peptide (bnp) of 127 picograms per milliliter (pg/ml). Mild trace edema was noted on exam. Carvedilol and losartan were continued. The chest x-ray showed a small stable left pleural effusion. New york heart association (nyha) functional classification ii and acute on chronic diastolic heart failure (hf) was diagnosed. The hf was reported as ongoing. As reported, the acute on chronic diastolic heart failure was still ongoing at the 2 year follow-up appointment. The event was reported as probably related to the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 d4 -UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the acute on chronic diastolic heart failure was still ongoing at the 3 year follow-up appointment.